Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had absence of no delivery alarm. Customer's blood glucose at time of incident was 230 mg/dl. Customer's mother stated 100 percent sure it is because of the infusion sets and requested the set replacement. The customer was advised that we will send replacement. Customer's mother doesn't have the pump with her. The customer perform displacement test and pump passed the test. The customer stated pump alarmed no reservoir and the completed the rewind process. The customer performed the high pressure test and pump did not alarm no delivery. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 230 mg/dl.